Event description:
It was reported that a charging pad for the ilet system stopped functioning despite completion of standard troubleshooting steps, and a replacement charging pad was arranged with temporary use recommendations provided. Symptoms included no device alerts or alarms and no adverse clinical effects. Outcomes included continued therapy with interim instructions and shipment of replacement supplies. Investigation included remote troubleshooting and verification of shipping details for replacement. Investigation of this case revealed a suspected charging accessory malfunction consistent with a failed charger pad component with no effect on pump performance. It was concluded, based on previously established findings for similar reports, that the cause was likely an isolated accessory failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.